Event description:
The customer reported to olympus, a routine microbiological culture was performed on all channels of the evis exera iii gastrointestinal videoscope. On (B)(6) 2022, the scope tested positive for seven (7) colony forming units (cfus) of coagulase-negative staphylococci and one (1) cfu of filamentous fungi. On (B)(6) 2022, the scope tested positive for one (1) cfu of pseudomonas aeruginosa and six (6) cfus of burkholderia cepacia. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel, auxiliary channel, balloon channel, and forceps elevator channel were flushed with aniosyme x3 detergent. The scope was precleaned with aniosyme x3 detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, balloon channel, and instrument channel port and distal end/areas around the elevator were manually cleaned with aniosyme x3 detergent and novaclean brushes (reference # (B)(4)). The scope was manually disinfected with anioxyde 1000. The scope was stored in a simple cabinet without drying function. The maintenance of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) cfu of a microorganism was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the charge-coupled device cover lens glue was chipped and the bending section cover glue was separated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ this supplemental report includes information added to device manufacture date. Olympus will continue to monitor field performance for this device.